Event description:
An ambulance team was attempting the cardioresuscitation of a pt. When they set up the resuscitation they reportedly had a problem with the multiuse reusable cable set that connects the resuscitator with the chest pads. It was reported that the cable set was this manufacturer's device. The cable allows both resuscitation and monitoring. The problem was with the monitoring function of the cable set; the resuscitation function was operational. The reporting clinician acknowledged that the team was in error in that they did not attempt resuscitation with the cable set, nor did they attempt to use a back-up system on the ambulance. The team elected to wait for a second ambulance before resuscitating the pt. It is unknown if the death was caused by the delay in resuscitation.